Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. The customer's stated problem was confirmed as the leakage was found. Evidence of spotty solvent coverage at the tubing tip shows evidence indicative of an inconsistent solvent application. The probable cause of the issue was due to a solvent application error during manufacturing in tijuana. No further action was taken.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that leakage was found between white end cap and tubing at the start of use on the patient. No medical intervention was needed. A sample photo was provided. There was no reported patient harm.